Manufacturer narrative:
(B)(4). The insulin pump was received with blank flashing screen with audio beep due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform functional test due to display anomaly.the pump was received with minor scratched lcd window and cracked retainer.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 65 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new aa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and the customer rested the insulin pump for two hours. After the device was rested, a new aa battery was inserted but the display did not return. The insulin pump was returned for analysis.